Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 18-apr-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal clonidine 45 mg/ml at 8.5 ¿mcg¿, fentanyl 40 mg/ml at 171 ¿mcg¿, and bupivacaine 40 mg/ml at ¿7.5¿ via an implanted pump for an unknown indication. It was asked and unknown when the event/difficulty occurred. It was reported the catheter was replaced on (B)(6) 2019 and would be returned. The patient experienced lack of pain control and withdrawal. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. A dye study was performed on (B)(6) 2019 and the catheter could not be aspirated. A full catheter replacement occurred, and the issue was resolved at the time of this report. It was further reported the pump was replaced on (B)(6) 2019 and everything was fine. The doctor was able to aspirate the catheter. On (B)(6) 2019 the patient felt like she was in withdrawal and a new catheter was inserted. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). The patient¿s status was ¿alive- no injury¿ at the time of this report. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Product ID 8578 lot# serial# (B)(4) implanted: explanted: product type catheter product ID 8709 lot# serial# (B)(4) implanted: (B)(6)2006 explanted: (B)(6)2019 product type catheter product ID 8578 lot# serial# (B)(4) implanted: explanted: product type catheter : analysis on catheter (B)(4) identified a user related hole in the catheter body analysis on catheter (B)(4) identified coring/tears/cuts in the seal of the sc connector which meets leak criteria.if information is provided in the future, a supplemental report will be issued.